Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis was completed. Temperature verification testing passed. The device passed rite (returned instrument test evaluation) electrical testing, but failed rite functional testing as fluid was transferred above specification limits. Further inspection of the door assembly revealed deteriorated piston foam and a cracked door piston. Test piston foam was installed and the device was able to pass manual volumetric accuracy testing. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause of the volumetric accuracy issue was determined to be deteriorated piston foam and a cracked door piston. The piston foam and door piston were scrapped, and the device was sent for servicing. A CAPA was initiated to investigate the issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.